Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user stated rear left side caster where welded onto the base is broken. Provider called back and stated the screw or bolt the attached the wheel to the base was bent.